Event description:
Iabp optical sensor failure, aiabp counter pulsation still working but no assisted systolic, assisted diastolic and augmented pressures the device was connected to the a-line and the problem was corrected. Staff called the emergency hotline. No injuries to the patient.